Event description:
Olympus medical systems corp (omsc) was informed that during a laparoscopic hysterectomy and pelvic lymphadenectomy, the problem occurred 5 minutes into the procedure and the error that was noticed was short circuit. The customer could not continue the procedure with the subject device so decided to use another device to continue the procedure. The problem added an additional 30 minutes to the procedural time as the customer struggled to trouble shoot and identify the problem. The procedure was completed using another device. No problems were reported with the patient or the recovery of the patient.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. This will be supplemental if device evaluation becomes available.